Manufacturer narrative:
During the subsequent site visit by the field service engineer (fse), the manifold kit valves for both wash zones were replaced. The fse proactively replaced the trigger/pre-trigger manifold kit valves. Additionally, a leaking trigger pump, and accumulator tubing were replaced. A review of the analyzer service history identified no contributing factors to the current complaint. There have been no further occurrences of discrepant results after the parts were replaced by the fse. A review of labeling concluded that the issue is sufficiently addressed. A review of the architect i2000sr platform and the associated replaced parts tracking and trending data revealed no systemic issues or trends associated with the discrepant result described in this complaint. Based on the investigation no product deficiency was identified.

Manufacturer narrative:
An evaluation is in process. A follow up report will be submitted when the evaluation is complete. All available patient information was included. Additional patient details are not available.

Event description:
The customer reported a (B)(6) architect hcv ag on one patient. Results provided: (B)(6) 2019 sid (B)(6) = (B)(6). No impact to patient management was reported.